Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco-esophagus procedure, while closing the wound and on the second stitch. The loop broke and the thread got pulled through the tissue. There was no patient injury.